Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 472 mg/dl. The customer stated that he has been having issues with sensor glucose and blood glucose. The customer stated he ended up going high in the middle of the night and it alarmed threshold suspend. Sensor glucose indicated 227mg/dl and blood glucose 141 mg/dl. The customer stated he had a very physically stimulating day and he was afraid to have a low blood glucose so he didn't put as much insulin. The customer treated for the high blood glucose with a manual injection and it came down.  Customer declined to troubleshoot further for the high blood glucose.